Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a primary breast augmentation with a 350cc mentor siltex round moderate profile, 350cc saline breast implant experienced right deflation post procedure. The issue was confirmed in the office examination. As a result, patient underwent bilateral replacements with cat#: 3503380 with (B)(6), 2022.

Manufacturer narrative:
Device evaluation completed on april 14 , 2022: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 350cc breast implant had a tear measuring approximately 0.5 cm on the posterior view. Additionally, an area of siltex cracking was observed on the edges of the tear. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).